Event description:
Patient reported a memory discrepancy with the device. Patient stated that patient would program a bolus and feel the confirmation vibrations, but later their blood glucose would elevate. Patient would check the history on the device and the bolus was not there. Patient stated patient programmed an 8 unit bolus in 2005 and patient received the 16 confirmation vibes, but their blood glucose elevated to 460 mg/dl and the bolus was not listed in the history of the device. Patient administered an injection to reduce blood glucose. While troubleshooting the patient performed a 5 unit bolus while disconnected and this did show in the device history. Patient is currently feeling fine.